Event description:
Patient reported right side "pain," "tenderness," and "capsular contracture" baker grade unknown. Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain", "tenderness", "capsular contracture" baker grade unknown, "rupture"

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identified: sharp broken on patch/shell bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on patch/shell bond edge assessed as unidentified (tear) opening.

Event description:
Device has been explanted.